Event description:
It was reported that the system 7700 had difficulty initializing creating delay. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. It was determined that the image processor circuit board, the cpu of the system, is defective. The board will be replaced. No further problems are anticipated once repairs are affected.